Event description:
It was reported that error 17: "overheating alert! Over temperature (49 c) thermal switch" displayed. The fan seemed to not be rotating. This event is being reported for aborted/cancelled procedure with a patient whose sedation status was unknown.

Event description:
It was reported that error 17: overheating alert! Over temperature (49 c) thermal switch displayed. The fan seemed to not be rotating. This event is being reported for aborted/cancelled procedure with a patient whose sedation status was unknown.

Manufacturer narrative:
The console or components were not returned for analysis. However, the console was evaluated by a field service engineer (fse) at the customer's site. During functional evaluation of the console, the reported error and damaged fan were confirmed. The fse replaced the fan and fan cable and performed operation check. After checking the laser waveform and optical axis, error 12 displayed and the pump stopped working. The console is currently unavailable. Based on fse evaluation, it is most likely that the malfunction found could have affected the device performance leading to the event experienced by the customer and contributed to the console difficulties encountered which led to the procedure being aborted. An investigation conclusion code of cause traced to component failure was assigned to this investigation.